Manufacturer narrative:
E1: (B)(6). Reporter phone: (B)(6). Institution phone: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the error, "backup alarm failed" had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. A field service engineer (fse) went to the customer's site and replaced the motor controller (mc) printed circuit board assembly (pcba) and power management (pm) printed circuit board assembly (pcba). The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.